Event description:
When unwrapping blankets from around infant, blood noted on blankets, sheet and right side of diaper. Cord clamp off and lying next to umbilical cord. Clot noted at end of cord. Cord reclamped. Infant pink, active and alert. Pediatrician notified.